Event description:
It was reported that a pump declared an altitude alarm 21, causing the customer's blood glucose level to exceed the normal range, although the specific value was not disclosed. To address the high blood glucose level, the customer administered a correction bolus using the pump and did not require third-party assistance. There had been a prior report of the issue within the past month, and the customer regularly maintained the pump by cleaning the speaker holes and not wearing it directly against the skin. Despite following precautions, the pump was not exposed to condensation or humidity prior to the alarm. As a resolution, technical support decided to replace the pump, although the customer showed no interest in obtaining an out-of-warranty loaner pump.